Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who was newly implanted with a percept rc for deep brain stimulation experienced a return of symptoms and severe rigidity after device was implanted and programmed. The patient was not receiving therapy as no stimulation was delivered due to a device programming issue, where an incorrect program was activated and the correct settings were not delivered. A suspected hemorrhage was ruled out by magnetic resonance imaging (MRI), which showed no bleed. The battery was interrogated and the device was found to be on, but program b was activated, resulting in no stimulation. The issue was resolved by changing the program; once the correct program was activated, the patient became stable and returned home. The patient's spouse (caregiver) also reported concerns regarding patient's condition. They suspected straight away that the patient's dbs was not operating correctly, as their parkinson¿s symptoms were extreme. They were told by nursing staff that the device was working and it was just the effects of the anesthetic causing their symptoms and that they would improve. The mdt rep confirmed that everything had been done correctly and the device was working corre ctly. The spouse reported that the patient had a horrific night. Patient was unable to talk or walk, and was in extreme discomfort as their body was wound up so tight. Sleep was impossible and they were unable to get any symptom relief. The resident doctor contacted the local parkinson¿s nurse to attend to the patient. The nurse confirmed that the dbs wasn¿t working and that patient was in severe distress. Through the monitoring equipment, the nurse was able to work out that it wasn¿t set up correctly and they able to get the device working again. It was reported that they didn't transfer settings from activa rc to percept rc and he manually programmed group a, but somehow patient became rigid and it was discovered that patient was on group b. Patient felt better when switched back to group a. Patient had group a and b in the activa rc, but since b was never used, rep said he never programmed group b in the percept pc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they didn't transfer settings from activa rc to percept rc and he manually programmed group a, but somehow patient became rigid and it was discovered that patient was on group b. Patient felt better when switched back to group a. Patient had group a and b in the activa rc, but since b was never used, rep said he never programmed group b in the percept pc. We have been able to replicate the issue and the report in demo mode. This was replicated by, activating group b but not adding any programming and closing the program. Once the patient had group activated by the nurse, the patient returned to pre battery replacement clinical state and is doing well. We have a tm currently meeting with the patient and downloading logs which we will forward once retrieved. Additional information was received: it was reported that the programming session was incomplete, thus, it would have stayed in that group, even though there were no settings. It was stated that the patient wasn't getting any therapy at that point.